Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the second firing of the reload, they were unable to remove the staple reload from the adapter. The stapler worked fine the first two firings, but after firing reload, the staple reload could not be removed. It was still attached after multiple attempts to straighten out the jaws in neutral. They tried several attempts of a hard reset and removing the shaft from the handle to see if it would re-calibrate to make it easier to remove. The adapter's status indicator lights was turned off and the handle was also able to recognize the reload. This was a 20 use adapter and there were still 9 lives, only through half of its useful life. They opened another adapter to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.